Event description:
Surgeon performed a posterior fusion of l2. The surgeon placed a final screw into l2 using the 3mm torque limited handle screwdriver. Subsequently the interface to the screwdriver broke off landing on the cross link in the surgical site. The fragmented piece from the screwdriver was immediately retrieved by the surgeon with kochers with no consequence. The final screw was completely seated with a replacement t20 screwdriver. The procedure was completed with no further issue.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product development evaluation was completed and the report indicates that the distal tip broke off this instrument. The surfaces near the distal tip are discolored. The flat surface at the proximal end shows a scratch. The return does not include the liberated piece. As the detailed in the technique guide, this driver secures transconnectors to rods in conjunction with a 3.0 nm torque limiting handle. The drawing calls out appropriate materials, dimensions, standards, and finishing processes for a robust t-15 driver. When used in testing the capabilities of the transconnectors, the driver proved to be reliable to 5.0 nm at minimum. This driver tip can endure torque in excess of 5 nm and a 3 nm torque limiting handle drives this instrument. This tip failure may have occurred due to some misuse. This potential misuse is captured in the risk assessment.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The returned device is incomplete. A portion of the stardrive geometry is missing. The surface cosmetics appear worn and generally degraded. Due to the partial condition of the stardrive some measurements could not be obtained. A review of the device history record showed that the device conformed to all inspection and certification testing during production. Investigation is still in progress.